Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned because it remains implanted. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. X-ray review indicates that subluxation of the tibia and fibula with respect to the distal femur with malalignment demonstrated by loss of joint space with metal on metal contact possibly due to poly wear/ disruption or disruption of surrounding supporting soft tissue structures. Overall fit and bone quality appears normal. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was experiencing polyethylene wear. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.